Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in manufacturing mode. Analysis was unable to perform the displacement test and occlusion test due to missing retainer. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 9.0 mmol/l. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.